Manufacturer narrative:
Analysis of the pump found no anomaly.

Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_cath, serial# unknown, product type: catheter. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
It was reported that the patient was experiencing a shocking sensation at the pump site. The shocking sensation didn¿t appear to correlate to any specific time, day, or activity. It had been happening for quite some time, but had recently increased in frequency. The pump logs were checked. The implant remained in service. The patient status was reported as ¿alive ¿ no injury¿. Additional information received reported that the pump gave the patient shocking every two hours and that the shocking started ¿approximately¿ after the first year after implant. The patient also had pain at the device pocket. The pump was explanted (B)(6) 2015 and returned for analysis (B)(4) 2015. The reporter noted that the device had not been registered at implant in (B)(6) 2009. The patient was alive with no injury at the time of this report and was getting effective therapy.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.